Event description:
Pt reported blood glucose has elevated as high as 31 mmol/l (558 mg/dl) in the afternoon over the past 3 days. Pt has no scar tissue on her abdomen and changed all accessories to troubleshoot the concern, but this was not successful. No error messages were received on the infusion device, and there were no conclusions or leaks of insulin. Pt is able to see that insulin "sort of goes into body" and believes the insulin delivery of the infusion device is too low. Infusion device was replaced and requested for evaluation. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.